Manufacturer narrative:
The observed internal cannula tear is related to action #(B)(4). The device was received with severe damage to the top and bottom housing. The pcb, retainer pins, reservoir, linkage assembly and mechanism rail were observed to be damaged. The internal damage aligns with the housing damage. Due to the extent of the observed damage, it can be determined to have occurred post use. The damage to the pcb prevented the pod data from being downloaded. Due to the damage to the reservoir, the complete fluid path could not be tested for the reported obstruction of flow. The investigation tests were compromised, and the investigation could not determine the cause of the reported event.the investigation found a tear in the unexposed portion of the soft cannula. The tear in the soft cannula does not align with the post use damage and the components around the tear were observed to be undamaged. Corrosion was observed in alignment with the tear on the mechanism rail, commutator cap, batteries and pcb causing low batteries. Due to the damages to the reservoir, fluid was unable to flow through to the cannula. The damaged cannula was removed from the device and was attached to an unused device. The fluid path test was run, and fluid was observed to leak from the cannula tear. Based on the location and limited coverage of the corrosion in comparison to the extensive post use damage it can be determined that the corrosion and subsequent low batteries were caused by the cannula tear. The tear in the soft cannula would not contribute to an obstruction of flow.

Manufacturer narrative:
The device has been returned; however, the investigation is not yet complete. When the investigation is complete, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the blocked cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 4 and 24 hours. The patient reportedly received an alarm notifying him of elevated blood glucose levels. When removed from the infusion site (hip/buttocks), the pod's cannula was found blocked and there was presence of blood at the cannula. As treatment, a new pod was applied.